Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2019 for 3 days. Blood glucose level at the time of the incident was unknown. Customer stated that act button was hard to push and 3 weeks after his neck surgery, customer went into diabetes ketoacidosis. Customer just started running high and went into diabetes ketoacidosis. Customer were in rehabilitation, and the ambulance took customer to emergency room and was treated with insulin. The insulin pump will not be returned for analysis.